Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post-operative a hernia repair procedure the patient describes a feeling a pulling sensation at the surgical site. The patient felt discomfort. There was no patient harm.